Event description:
On (B)(6) 2025 the user was hospitalized for diabetic ketoacidosis after their ilet device screen cracked, rendering the device unusable and preventing insulin delivery. The user presented with a bg of 380 mg/dl and was treated with IV insulin and sliding scale therapy at (B)(6) hospital in west islip. The user was discharged on (B)(6) 2025 and resumed therapy using a replacement ilet.